Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of an over infusion was not confirmed through review of the logs or replicated during testing since the devices and their associated logs were not returned for investigation. External and internal inspection, testing and log review of the suspect pump module could not be performed since the device and their associated logs were not returned for investigation. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The bd alaris system with guardrails suite mx user manual (v12.1) outlines the following steps for changing the solution container and preparing the primary solution container in accordance with manufacturer instructions: close the roller clamp; remove the empty solution container; insert the administration set spike into the prepared fluid container per facility protocol and hang the container approximately 20 inches above the pump module; press the ¿channel select¿ key and enter the volume to be infused (vtbi) using the numeric keypad; open the roller clamp; and start the infusion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion was not determined as the incident devices were not returned for testing. The information provided by the facility is insufficient to determine the root cause. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician during the programming of medicaiton, once the roller clamp was opened the infusion proceeded to ¿just dump the medication¿. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Event description:
It was reported by the clinician during the programming of medicaiton, once the roller clamp was opened the infusion proceeded to ¿just dump the medication¿. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.